Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in late 2008, the patient presented at the clinic with the internal magnet extruding. Reportedly, previously (date not reported) the patient had "redness and sores" at the magnet site after the family had "upped the magnet" strength of the external magnet against the audiologist's advice. The patient underwent revision surgery in early 2009, to remove the old magnet. A new, sterile magnet was inserted into the magnet pocket during the same surgery.